Event description:
Information was received from the provider that the enclosure of the device appears to have melted. The pt was using the device at the time of the reported incident; however, there was no pt harm reported. The device was evaluated and thermal damage was found on the bottom of the device near the power outlet. It appears that a failure of the solder joint on the ac inlet may have contributed to the event.